Event description:
The patient's iabp alarmed w/low augmentation. Balloon equipment and catheter checked. Frothy blood noted in tubing. Pump placed on standby then shut off. Patient's md assessed the patient and discontinued the iabp equipment, then removed the catheter without difficulty. The patient's bp and other vital signs were stable an the patient did not require reinsertion of the catheter or return to the iabp for support.